Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2011, the tip of the device was broken off. All the parts were retrieved. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. An examination of the manufacturing data and the hardness specifications do not show any deviation from specifications either. The inspection of the concerned screwdriver showed that the tip had completely ripped off as the result of excessive torque strain. There is evidence that the tip was broken off because of too much mechanical force. The break surface is uniform, which points to excellent material quality. An examination of the manufacturing data and the hardness specifications do not show any deviation from specifications either. No product fault could be determined.